Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that during the post operative testing, the pt coughed and moved which resulted in lead dislodgement as indicated by electrocardiogram. The pt was reintubated and redraped. The physician reopened the pocket and repositioned the lead back to the true appendage position. To date, there have been no adverse pt effects reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.